Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified vessel. A 4.0-2/4t/90 symmetry balloon catheter was advanced for dilation. However, the balloon ruptured during inflation. The device was removed and the procedure was completed with another of same device. No patient complications nor injuries reported and the patient condition was good.